Manufacturer narrative:
Additional information was received that there were high impedances noted in the patients lead. The patient underwent a revision procedure wherein the ipg and leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.